Event description:
It was reported that the remote user interface, (rui), was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.